Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, "most likely because of a tight subclavian junction", pulling the lead in and out of the introducer caused a small kink. The lead was not implanted. No patient complications have been reported as a result of this event.